Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the loading sequence and during basal delivery. Customer's blood glucose was 94 mg/dl. Customer reverted to using an alternate method of insulin therapy.